Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 63-year-old male patient for pre-operative support. The patient has a history of coronary artery disease. Following implantation, a large hematoma was noted within the axillary pocket at the implant site. Clinical staff were aware of the finding and continued to monitor the site. The patient remained clinically stable and was reported to be doing well. The reported event is an access-site hematoma. Access-site bleeding and hematoma formation are known risks associated with impella implantation, particularly in the setting of surgical arterial access and anticoagulation and purge requirements as described in the instructions for use.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Asae / hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.